Manufacturer narrative:
(B)(4).

Event description:
It was reported "an iabp catheter was inserted through the right femoral artery, and after the iabp catheter was delivered in place, fluoroscopy revealed that the intra-balloon push rod was fractured, so it was withdrawn and replaced with a new catheter to complete the procedure". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip as-sembly area at approximately 1.3cm from the iabc distal tip. The wire round/polyimide (part of the flex tip assembly) was noted unraveled. Another break in the iabc central lumen was noted within the flex-tip assembly area at approximately 76.3cm from the iabc luer. Bends to the iabc central lumen were noted at approximately 43.0cm and 51.1cm from the iabc luer. The outer lumen was noted damaged approximately 40.4cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. The at-tempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously con-firmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; a leak was immediately detected from the iabc bladder membrane at approximately 76.4cm from the iabc luer. The leak from the iabc bladder is consistent with contact from the damaged/separated end of the central lumen. No other leaks were detected. Further inspection was performed on the iabc distal tip and central lumen at the location of the previously noted damage. Upon mic roscopic inspection, the distal tip was found separated and was no longer attached to the central lumen. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the distal tip and entered the bladder immediately. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted. The guidewire exited the central lumen and entered the bladder at the location of the dam-aged/broken central lumen. Some blood and debris were noted. A device history record (DHR) re-view was conducted for the lot number with no relevant findings. The device passed all manufactur-ing specifications prior to release. The reported complaint that "the intra-balloon push rod was fractured" is confirmed. During the in-vestigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged at multiple locations within the iabc flex-tip assembly area. The iab catheter distal tip separated and was no longer attached to the central lumen. Additionally, the bladder was noted damaged by the damaged end of the central lumen. Due to the combined damages, it could not be confidently determined which damage occurred first. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investiga-tion due to the damaged central lumen. The root cause of the complaint is undetermined. A correc-tive and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "an iabp catheter was inserted through the right femoral artery, and after the iabp catheter was delivered in place, fluoroscopy revealed that the intra-balloon push rod was fractured, so it was withdrawn and replaced with a new catheter to complete the procedure". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".